Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. The device had a broken back plate. Event history log (ehl) showed force sensor test error. Force sensor test error was found at power up process and failed force sensor calibration verification; force sensor was out of calibration. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: calibrated the force sensor and all functional tests passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump showed force sensor failure. No patient injury was reported.